Event description:
A doctor reported that a patient presented with watery discharge, severe pain & moderate redness/injection in the left eye. A corneal ulcer, centrally located at 1 o'clock, into the anterior stroma, associated with wear of focus night & day lenses was diagnosed. Stained over the entire infiltrate, no anterior chamber reaction. No culture was taken. Treatment was ocuflox every hour, tobradex 4 times a day, artificial tears, cold compress, and voltaren as needed for pain. Ulcer resolved to a faint scar, and there was no loss of visual acuity. Resolved as of 05/03. Lens wear resumed infocus night & day. No additional information is available at this time.